Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was high. The customer reported that they had a sensor glucose value not available issue. Customer states transmitter and meter aren't sending anything to the insulin pump. Customer states they were having troubles with opening reports. Patient's blood glucose at time of incident was above 600 mg/dl. Patient's current blood glucose is 244 mg/dl. The customer treated for high blood glucose with manual injection and insulin pump. Based on customer report customer does not allege insulin pump was under delivering. Customer declined to perform the high pressure test. Customer does not have a tubing clamp available. Customer will be sent tubing clamp. The insulin pump will not be returned for analysis.